Event description:
It was reported that the ilet user attached a contact detach infusion set to the body before filling the tubing and inserting the insulin cartridge, and the set was subsequently replaced with guidance to fill the tubing prior to insertion to ensure proper deployment and connection. Post¿supply change blood glucose was noted to be 85 mg/dl. There were no symptoms or adverse events reported. Outcomes included successful troubleshooting and education with no alerts or alarms and no medical intervention required. Investigation included remote technical assessment and user re-education on correct infusion set and cartridge change steps. Investigation of this case revealed an incorrectly deployed infusion set that was resolved through proper setup of the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was user technique.